Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.

Event description:
It was reported to the distributor that during a routine anterior repair, when the physician attempted to throw the first suture with the capio onto the anterior pelvic floor, the bullet was not caught by the capio. It was reported that the plunger of the capio was not pushed all the way down at the time of occurrence, which could be a contributing factor. The physician attempted to remove the bullet and broke the suture material leaving the bullet and possibly some of the suture material within the patient. The procedure was completed with no further issues reported.